Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that raise in pacing impedance was noted on right ventricular lead. The pacing threshold was also increased but within acceptable limit. Chest x-ray was done, and no visual issue was noted. The patient was stable, and no adverse events were observed before, during and after the event. The patient will be monitored by remote monitoring system.

Event description:
New information notes that the right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.